Event description:
The customer alleges that the tubing disconnects from the aerosol device while under pressure. No report of a pt injury or harm.

Manufacturer narrative:
Qn#: (B)(4). It is unk when the alleged issue occurred. It is unk if the device sample is available for eval.